Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was over 600 mg/dl at the time of the call. The customer was hospitalized for their blood glucose on (B)(6) 2015 8 pm. The customer stated that they get a motor error every time they bolus. The customer stated that they also experienced a no delivery alarm but did not troubleshoot the issue because they did not have the insulin pump on them to resolve the issue. The customer did not return the product back for analysis.